Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction/internal fixation surgery for the distal femur. A 12mm diameter nail was connected to an insertion handle, an arm sleeve was attached, and the presence of interference was checked. It was confirmed that a drill bit interfered with the nail. In addition, when the surgeon did additional tightening using a hexagonal wrench, the nail came off the insertion handle and dropped off to the floor. At the surgeon¿s discretion, an 11mm nail ended up being utilized instead of the 12mm nail. No interference occurred between the 11mm nail and the drill bit. The procedure was completed successfully with an additional 30 minute delay. There were no problems with implant fixation due to the use of an alternative. This report involves one unk - guides/sleeves/aiming: aiming arm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown guides/sleeves/aiming: aiming arm /unknown lot. Part and lot numbers are unknown; UDI number is unknown. E3: reporter is a j&j employee. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.